Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen became cracked. Reportedly, the pump was still functional however, the customer could not recall how the touchscreen became cracked. In addition, the customer reported the pump battery was observed to be depleting quickly. The customer stated the battery depleted fully from 100% within 2 to 3 days. The customer¿s blood glucose (bg) level was 600 (mg/dl) with large ketones. A manual injection was delivered to address bg level. Reportedly, the customer was using manual injections for insulin therapy at the time of the report.